Manufacturer narrative:
This investigation is ongoing. Upon additional information this investigation will be updated.

Event description:
It was reported that high out of range pace impedance measurements were exhibited on the left ventricular channel when it comes to this device. Technical services (ts) reviewed the case and discussed possible troubleshooting options. Ts also noted that no noise was seen on the left ventricular electrocardiogram. Additional information noted that the device was programmed to left ventricular one to right ventricular pacing and sensing vector, and the patient will continue to be monitored via remote monitoring. The device remains implanted. No adverse patient effects were reported.